Event description:
The customer reported display/screen. Weak 7 segment. There was no patient involvement.

Manufacturer narrative:
Additional information added to: g2 for biomed as health professional. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced dim u4 on display board. The failure code other was used to track the alaris software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Based on the findings, service determined that the probable cause of the reported issue was due to electrical failure of the led dsply grn 7seg 7.6mm dip10. A review of the device history record showed the device had a manufacture date of 31jul2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported display/screen. Weak 7 segment. There was no patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported display/screen. Weak 7 segment. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported display/screen. Weak 7 segment. There was no patient involvement.